Event description:
Lip being caught and cut as the head swivels [lip injury] oral-b toothbrush head came apart...I ended up with two small pieces of metal and the head in my mouth [device breakage] case narrative: consumer stated via e-mail that the oral-b toothbrush head came apart during use resulting in two small pieces of metal and the oral-b toothbrush head inside mouth as they cleaned their teeth. The base of the toothbrush head remained on the oral-b electric toothbrush. Consumer also stated that their lip was caught and cut as the oral-b toothbrush head swiveled during use. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Lip being caught and cut as the head swivels [lip injury] oral-b toothbrush head came apart...I ended up with two small pieces of metal and the head in my mouth [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer stated via e-mail that the oral-b toothbrush head came apart during use resulting in two small pieces of metal and the oral-b toothbrush head inside mouth as they cleaned their teeth. The base of the toothbrush head remained on the oral-b electric toothbrush. Consumer also stated that their lip was caught and cut as the oral-b toothbrush head swiveled during use. No serious injury was reported. 10-aug-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported. 11-aug-2023 case update: the suspect product lot number was c636. No serious injury was reported.

Manufacturer narrative:
10-aug-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.